Event description:
It was reported that on (B)(6) 2026, a 29mm navitor was chosen for implantation, utilizing a large flexnav delivery system. The patient presented in atrial fibrillation with a 4.4mm membranous septum, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 3mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. The patient remained hemodynamically stable throughout the procedure. However, on (B)(6) 2026, post implant, the patient developed a heart block, requiring a permanent pacemaker. The patient was reported to be discharged. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.